Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9252585 medical device expiration date: n/a. Device manufacture date: (B)(6) 2019. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9252585. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200851630, 200851661] noted that did not pertain to the complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the needle hub separated from the relion® insulin syringe during use and remained stuck in the shield. Lot#'s 9252585 and an unspecified lot were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter: "consumer reported needle shield difficult to remove and when the shield is removed the needle hub is stuck inside of the shield. Consumer mentioned having the same issue with other boxes of the same product (328521)."